Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The device was tested in clinic with noise able to be reproduced. Review of device data determined there was also r-wave undersensing observed associated with a change in morphology. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. Additional information includes confirmation that this device delivered an additional inappropriate shock due to oversensing of noise. This device remains in service. No additional adverse patient effects were reported.